Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - ni, device code - ni, expiration date - ni, date implanted - ni, date explanted - ni, (B)(6), manufacture date - ni.

Event description:
Information was received based on review of a journal article titled, "midterm results of the vanguard ssk revision total knee arthroplasty system," which retrospectively reviewed the midterm results of the vanguard ssk revision knee system in 272 patients (297 knees) implanted between 2005 and 2013. Two patients were identified in the article that underwent total knee arthroplasties on unknown dates. Subsequently, these patients underwent revision procedures due to early periprosthetic fracture.